Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was air in the patient line. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice pro during use during initial drain. The patient was connected. The patient stated there were a lot of air bubbles in both the patient and drain lines. The baxter technical service representative (tsr) had the patient cycle the power to the end of therapy prompt. The tsr explained the alarm and assisted the patient with ending the therapy. The tsr advised the patient to contact their nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported low drain volume alarm. The patient stated that their nurse came and checked out the patient's machine and supplies and came to the conclusion that the issue might have been related to the patient being dry when they were trying to drain, causing air to get into the lines. The patient stated their nurse had them perform therapy with manual supplies for a few days, but they have since resumed therapy on the cycler. The patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.